Event description:
New information notes that the patient notification alert for out of range hv lead impedance was turned off and patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient notification alert was received for high, out of range, hv lead impedance. All other measurements were fine. Programming changes were made and the patient will be followed via merlin.net.